Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.5 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens was returned, but has not been evaluated.

Manufacturer narrative:
Device evaluation-lens was returned dry in a centrifuge vial. Visual inspection found white dry residue on lens. Lens is curved to the position it dried in vial. (B)(4).

Manufacturer narrative:
Date: (B)(6) 2017 is incorrect for the initial. Correct date is (B)(6) 2017. Claim #(B)(4).